Event description:
It was reported that the ht winn 80 guide wire was advanced to cross the lesion in the heavily calcified, mildly tortuous, mid popliteal-tibial artery (pta); however, the guide wire was unable to cross the lesion due to interaction with the anatomy. Another unsuccessful attempt to cross the lesion was made using an unspecified microcatheter. It was noted that the tip of the guide wire was loose and hanging. An ht winn 40 guide wire was used successfully to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances from the reported lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.